Event description:
This was the second unit, that was used on the case. The blood from the oxygenator was black in color and the unit was changed out. At this point it was discovered the unit had a crack in the gas cap.